Event description:
On (B)(6) 2019 pt admitted with low flow alarms on heartware lvad (0.5l/min), causing pt to cardiac arrest - ECMO placed, in operating room for successful pump exchange. Pt tolerated well, neurologically intact without deficits.